Event description:
It was reported that post-paced t-wave oversensing was noted upon reviewing an egm. The patient presented to the clinic and device reprogramming was made. The patient was asymptomatic.